Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of blood result reading of "low" customer's expected blood results are 90-110mg/dl. Verified the strips expire 05/23/2015. Customer performed a back to back blood test, 180mg/dl and 194mg/dl. Reviewed meter memory: (B)(6) 10:00am 69mg/dl, (B)(6) 08:34am 67mg/dl, (B)(6) 09:37am 74mg/dl, (B)(6) 10:03am 90mg/dl, (B)(6) 09:27am 74mg/dl.